Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he cannot get out of the insulin pump's home screen. Customer's blood glucose level was 35 mg/dl. Troubleshooting was not performed. The device was not returned.